Event description:
The hospital reported having difficulty in mechanical mode. Clinician switched between manual and mechanical mode, resolving the reported complaint. The case was completed with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009-2014.